Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy procedure. The 511sd trocar placed in the subxiphoid port damaged/nicked the sheath of one dcs12 and several dcd32's as they were inserted into the trocar and moved to an awkward angle to grasp/cut the tissue. This caused the instruments to get caught in the trocar and not move smoothly. Because dr has never before had a problem like this with "ees" products, he replaced the 511sd trocar twice in addition to opening the extra dcd32's and keeping the same port location. There was no consequence to the pt.